Manufacturer narrative:
Submit date: 4/18/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the formula leaked out of the tubing at the base of the connector that screws into the nutrition bag. The issue occurred when the spike set was being inserted into the bag.

Manufacturer narrative:
No sample available. A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. The sample was not provided for evaluation and the failure mode could not been confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.